Manufacturer narrative:
Non-healthcare professional .this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of experiencing a ¿shock¿ from the cardiac resynchronization therapy defibrillator (crt-d) when walking into the kitchen. Patient reported experiencing dizziness each time the patient walks into the kitchen. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.